Event description:
On 11/3/04, the patient contacted lifescan alleging that his one touch ultra meter was reading inaccurately erratic. He obtained results of 87 mg/dl, 150 mg/dl, and 134 mg/dl with the reported meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. He exercised after using the meter and contacted his medical professional for advice. He received no treatment. The customer care representative was not able to walk the patient through a control solution test, as the patient did not have control solution. There is no indication that the patient experienced injury or medical intervention due to the meter. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.